Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise which resulted in automatic mode switching were noted on the right atrial (ra) lead. It was suspected that the cause of the event was due to lead insulation damage. However, x-ray imaging was conducted but the alleged cause could not be confirmed. Moreover, no insulation damage was noted on the ra lead during the lead revision procedure. The ra lead was capped and replaced to resolve the event. The patient was stable with no consequences.